Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that aspiration problems during multiple procedures with an irrigation / aspiration (I/a) tip. The procedures were completed with the same equipment. There was no patient harm.